Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that catheter when curled in, curls in and posterior. Not straight back. There was no patient injury or medical intervention reported and the complainant is not aware of any extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was received with the deflection (thumb-knob) and locking mechanism fully engaged, locking the distal tip in a curved position for the duration of its transport to stryker. Upon visual inspection of the received complaint device, the catheter's distal tip was found to stay in a curved position upon relaxing the device's thumb-knob. As the complaint device was returned via improper shipping methods (distal tip deflection and locking mechanisms fully engaged), the mechanical malfunction experienced by the customer could not be confirmed as the internal steering wire was likely conditioned to remain in a deflected position. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a curve issue as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that catheter when curled in, curls in and posterior. Not straight back. There was no patient injury or medical intervention reported and the complainant is not aware of any extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
This supplemental MDR serves to correct g3 reportability awareness date in the previous supplemental MDR to (B)(6) 2024 and d4 lot #.

Event description:
It was reported that catheter when curled in, curls in and posterior. Not straight back. There was no patient injury or medical intervention reported and the complainant is not aware of any extended procedure time reported. These are commonly used devices that are readily available.